Event description:
(B)(4). Heavy menstrual cycles, mood changes, blood clots, extreme pain in back, pelvis, legs and feet. Pain during intercourse, ovarian cysts, headaches, dizziness, anxiety, depression, hair loss and chronic yeast infections.